Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a stress ui/pelvic organ prolapse procedure where this device was implanted, the patient experienced stress urinary incontinence, uterine prolapse, pelvic pain, obstetrical laceration, enterocele and adhesion.